Event description:
Reporter states, "insert would not lock during surgery." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The examination result suggests that this event is not device related but rather is associated with intra-operative procedures.